Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sudden hearing performance decrease and does not hear anything with the device. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Despite requested the concerned device has not been received for investigation by the manufacturer yet.

Event description:
The user reported a sudden decrease in hearing performance and he could not hear anything with the device. The user has been reimplanted with a new device.

Event description:
The user reported a sudden decrease in hearing performance and he could not hear anything with the device. The user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the bifilar wire as might be caused by an external impact was determined to be the root cause of device failure. Even though no impact has been reported, it is assumed that an accident/trauma occurred. The performance problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.